Event description:
It was reported that the customer experienced a blood glucose (bg) level of 49 mg/dl. Reportedly, the customer consumed carbohydrates to address their bg level. Reportedly, the customer accidentally delivered an additional bolus they did not need. The customer was advised to always confirm amounts entered are correct prior to confirming a bolus. Caller understood and acknowledged. The customer acknowledged and continued using the pump for insulin therapy.